Manufacturer narrative:
Approximately 15 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted on the exterior of the catheter. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was found to be occluded and was explanted on (B)(6) 2015. According to the report the doctor replaced the device with a new one. Reportedly, there was no injury to the patient.